Event description:
The pt reportedly experienced a cerebrospinal fluid leak at the bone bed site during implant surgery. The leak was patched and repaired.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The leak was repaired and the surgery was successfully concluded. This is the final report.